Event description:
Ventilator did not deliver set tidal volumes nor proper rate. Heard ventilator ticking and then delivered no tidal volume. Ventilator alarms stated no technical error. Pt ambued at bedside till new ventilator arrived. No serious injury/illness/death resulted in this event.